Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000 is available in the USA with a 510k number k172156. Evaluation summary- it was caused due to a malfunction of the preprocess pcb and the defect of the cable. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Processor freezing during procedures. Nobody hurt.